Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high short ventricular intervals on the right ventricular (rv) lead. It was also noted there were small r waves and oversensing during ventricular tachycardia (vt) episodes. Follow up concluded that the rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.